Manufacturer narrative:
Additional information: h4: the lot was manufactured between 10 october 2025 and 11 october 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) small volume folfusors were leaking from between the connection of the cap and the tubing. The leaks were observed when the cap at the end of the tubing was replaced after priming the tubing. This issue occurred prior to patient use. There was no patient involvement. No additional information is available.